Event description:
It was reported to boston scientific corporation, that a wallflex biliary stent was used during a stent placement performed on (B)(6)2009 (age unknown; however over 18 years). According to the complainant, during the procedure, the physician tried to recapture the partially deployed stent to reposition it. However, the stent was slightly too distal, and the physician was unable to retract it in the outer sheath. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event. The patient at the conclusion of the procedure was reported to have no problems.

Manufacturer narrative:
(B)(4) - retract, difficult to / partial deployment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).